Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. The patient was reported to be exercising around the time of inappropriate therapy being delivered. No changes have been made to the s-ICD and it remains in service. No adverse patient effects were reported.